Event description:
It was reported that the pacemaker system is exhibiting variable right atrial (ra) lead and right ventricular (rv) lead pace impedance measurements. This ra lead exhibited a high out of range pace impedance measurement. As a result, a lead safety switch (lss) was triggered which causes this ra lead to be automatically switched from the bipolar to the unipolar pace and sense configuration. It was noted that this rv lead has not triggered a lss due to a high out of range measurement, but the rv pace impedance measurements have gotten close to 2000 ohms. This ra and rv leads are not boston scientific products. The boston scientific field representative indicated they wanted information to share with the physician. Boston scientific technical services (ts) emailed the representative a presentation with the requested information. The representative noted that they will likely program the ra and rv leads to a unipolar pacing and bipolar sensing configuration. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).